Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The customer states the power was cycled and that there was temporarily use the device. However, an alarm occurred again around 10 minutes later, and the screen turned red, and the alarm was annunciated loudly. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation the reported complaint was not duplicated. It was confirmed that that the writing of the event log was not process properly therefore the error that generated the event was unable to be identified. It is presumed that a abnormality of the cpu and memory occurred within the system pca. The main pca needs to be replaced to address the issue. This device was returned unrepaired to the customer at their request. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.

Manufacturer narrative:
This device bipap a40 was manufactured 08/22/2013 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.